Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed with the customer. The device¿s contacts and socket were wiped with an alcohol prep pad. The button at twelve o'clock was functional. The maj-1933 and maj-1941 light source interface cables were reseated and secured. The tower was powered off and on, and the scope was reinserted. The b30 error code was unresolved. The investigation is ongoing, and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported a scope error b30 during installation of their evis exera iii xenon light source. There were no reports of patient or user harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
This medical device report (MDR) is being submitted to capture the reportable malfunction found during installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that error b30 occurred because communication with the scope failed due to water droplets or dirt adhering to the scope connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.